Manufacturer narrative:
Initial trend analysis for lots 66143 and 66795 was conducted, no malfunctions were found. This is the only complaint for lots 66143 and 66795. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user ordered insulin syringes from amazon and reported that the syringes inside of the box did not represent what was labeled on the outside of the box. User stated that the box was labeled with lot 66143 and inside of the box was labeled with lot 66795. User did not know if the box was sealed upon delivery of product.

Event description:
End user ordered insulin syringes from amazon and reported that the syringes inside of the box did not represent what was labeled on the outside of the box. User stated that the box was labeled with lot 66143 and inside of the box was labeled with lot 66795. User did not know if the box was sealed upon delivery of product.

Manufacturer narrative:
Retained lot samples for syringe lots 66143 and 66795 were tested for product packaging . No abnormalities were found during testing.